Event description:
It was reported that the image went blank intermittently and the system would not perform fluoroscopy. This resulted in an intermittent, recoverable loss of imaging functionality. This could cause procedural delays. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cpu was replaced during the service call. The system was tested and found to be working as intended and put back into service.